Event description:
It was reported that during a pulsed field ablation procedure, a noisy electrogram was observed and the electrograms for electrode pairings one-two, three-four, and four-five were not displaying on the recording system. A notice regarding missing electrograms appeared on the generator. Troubleshooting steps included replacing the catheter interface (ci) cable, which did not resolve the issue. The catheter was removed and the catheter array appeared damaged where the signal was not received. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012735460 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The catheter was connected to a returned cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. The catheter was reprogrammed before connection to the generator via a returned cic, and therapy deliveries were successfully performed. X-ray imaging confirmed the electrode wire was detached from electrode (e1) from the spiral array. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity testing revealed electrode ring (e1) open loop. In conclusion, the reported issue (notice regarding missing electrograms) was not observed/reproduced with the returned catheter. The catheter failed return inspection due to the electrode wire in the spiral array were detached from the electrode ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.